Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. This case is assumed to have caused unexpected stress on the cable due to the user's handling, and the image was no longer produced due to the breakdown of the cable unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of 'no image' was confirmed as a faulty cable unit was discovered. Additionally, the video connector was cracked, the coupler base plate was bent and causing an off-centered image. The damage components were replaced, successfully tested, and the device was returned to the user facility on 16feb2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head did not display an image. There was no patient harm or consequence reported as a result of this event.